Manufacturer narrative:
The acist contrast injection system, model cvi, was returned to acist for testing on april 16, 2010. The system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from analysis of the injector. Per the info provided by the hospital, the cause of the event is a catheter-related dissection. This report is closed.

Event description:
Narrative: user facility reported during a diagnostic cardiac catherization, upon the third injection of contrast, an spiral dissection of a pt's left coronary artery occurred. The pt was treated with an intra-aortic balloon pump and transferred for emergent coronary artery bypass graft. The pt's condition after the event was critically guarded. (B) (4).